Event description:
It was reported that during a da vinci-assisted pulmonary tri-segmentectomy surgical procedure, the endowrist curved-tip 30 stapler instrument experienced two white reload errors, requiring intervention. The surgeon was using a endowrist stapler 30 curved-tip instrument which had two successful white reload fires prior. The surgeon went to staple lung tissue with a third white reload when the reload clamped down but would not fire, an error message occurred. The white reload was able to be safely unclamped using the blue foot pedal on the surgeon side console (ssc) there was no tissue damage due to clamping. The surgeon then opened a new endowrist stapler 30 curved- tip instrument and a new white reload and went to staple the pulmonary artery (pa). The white reload started to fire but only fired a portion of the way through the pa, when an error message occurred. The surgeon was able to unclamp the stapler, but noticed a dissection in the pa, along with malformed staples where the remaining of the intended staple line was not completed. The surgeon noted that the intended lung tissue was "fresh" and no prior staple lines were in proximity. The stapler was then removed and a ethicon handheld stapler was then utilized to repair the pa cut and successfully staple. No additional tissue resection was required due to the partial fire of the second white reload however, additional sutures were placed over the staple line.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The white reload associated with this event was not received for failure analysis evaluation. Although the complaint was not confirmed by failure analysis since the white reload has not been returned, the information gathered indicates that the device may have contributed to the customer reported issue. Intuitive surgical inc. (Isi) did receive the endowrist curved-tip 30 stapler instrument associated with this complaint. Failure analysis confirmed the reported event but could not replicate. Based on a log review, the instrument was found to have 1 firing failure, hi torque. However, the firing failure was not replicated during in-house testing. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a white 30 reload. Endowrist curved-tip 30 stapler instrument #1 logs showed that it (part number 470530-08), (lot number t10210120-0025) was installed on the system 3x and fired 2 reloads (2 white). On install 1, the system failed to detect a stapler cartridge. Error code 282 shows in the logs indicating no reload was detected. The user re-installed the stapler and manually selected the white reload color via the surgeon side console (ssc) touchpad. Clamping and firing were completed successfully on this install. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~52% completion and logs show error code 22030, representing the failure. The instrument was then removed and not used again in the procedure. Next, endowrist curved-tip 30 stapler instrument #2 logs showed that it (part number 470530-08), (lot number t10220901-001) was installed on the system 1x and fired 1 white reload. On the only install, the first clamp attempt was successful, but was followed by a firing failure. The firing stopped at ~49% completion and logs show error code 22030, representing the failure. The instrument was then removed and not used again in the procedure. A review of the provided image was performed by an intuitive surgical, inc. (Isi) clinical development engineer. From the provided image they saw a partial fire from the stapler on vascular tissue. There was one row of staples that extended past the cut line. However, from this image a root cause for the event could not be determined. A medwatch report was created (patient identifier (B)(6)) for the first incomplete staple line event. A separate medwatch report with patient identifier (B)(6) was reported for the second incomplete staple line that occurred during the same procedure.